Event description:
Patient reported the infusion device does not give any insulin. Patient stated she can see the insulin run in the infusion set but she cannot smell it and her blood glucose level went up to 28.6 mmol/l (515 mg/dl). Patient's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as intended. Consumables: cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. Transfer set: a visual inspection and tests for flow and leak were performed on the returned used transfer set. All test results were within specifications. The problem mentioned by the customer could not be reproduced.